Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as a defective valves. The fse replaced the 2-way solenoid valve, valve, and cuvette wash valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous low and suppressed (no value) patient results generated for bun (blood urea nitrogen) and cr-s (creatinine) on their unicel® dxc 600 instrument. The erroneous patient results were reported out of laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics nor data for review.